Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the fill tubing process, the customer did not observe drop of insulin exit the tubing and they were unable to complete the load process. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the infusion set was changed and the customer was able to complete the load process.